Event description:
Caller reported a malfunction on the pump, specifically a software-related error. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to customer¿s blood glucose level. Customer received assistance from cts to reset the pump, and the malfunction did not recur after this intervention. Customer was advised to continue using the pump and to contact support if the issue reappeared, which was acknowledged and understood.